Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was displaying an error 2 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4)2012 with the following findings: the complaint was not confirmed. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged meter was displaying an error 2 message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
On (B)(4) 2012, device evaluation: the test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the reported issue was unfounded during investigation with test strips. However, the meter was found to have cracked case and spc pin issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 9/20/2012,meter- 9/27/2012.

Manufacturer narrative:
(B)(4). Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.